Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during normal use. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is loose. Customer confirmed that they had backup plan. Customer was advised not to use pump and agreed for pump replacement.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, off no power and motor tests. No motor error alarm was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.